Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the battery compartment was found to be cracked above the grip pad. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was found throughout the internal components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, moisture ingress, and a battery compartment leak. This report is made based on results of¿investigation completed on (B)(6) 2018.